Event description:
The procedure was coil embolization for ccf (carotid cavernous sinus fistula). The vessel was moderately calcified and tortuous. While the 637hf0310 (complaint product) was delivered as the 12th coil, large resistance was felt in the microcatheter (excelsior 1018, boston scientific (B)(4)). The coil became snaky shaped in the microcatheter. The coil was removed from the pt, and changed to the same size new product. The procedure was completed successfully without any pt injury.

Manufacturer narrative:
All the products were new. Prior and after removal from the package, the products were not damaged. All the products were prep per IFU. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement. During insertion, the coil introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. The microcatheter was reshaped (no detail of reshaping process was available) to 45 degrees, and no damage was noticed after reshaping was conducted. After the resistance was noticed, advancing was stopped and the cause investigated. A constant flush was maintained at all times through all the systems. After removal, and other than the reported event, no damages were noticed on the delivery system or coil (unraveled, stretched, detached, etc). Add'l info will be submitted within 30 days of receipt.